Event description:
It was reported that the customer received a low insulin alert. The customer was unable to clear the alert. During troubleshooting with tandem technical support, the alert was cleared. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.